Event description:
It was reported to philips that the device's battery pins are damaged. This service event was reported as having been initiated due to an issue noted during clinical use. Since multiple issues were reported, it is unknown if the damaged battery pins was noted during clinical use. No adverse impact was reported.